Event description:
It was reported that the powersail balloon catheter could not be deflated. The balloon catheter had to be removed from the patient's anatomy still inflated. Reportedly, there was no patient injury. No other information was available.

Manufacturer narrative:
Quality assurance analysis of the returned balloon catheter revealed that there was blood visible in the balloon, inner member, the guide wire lumen, on the balloon, and the shaft. There was contrast visible in the inflation lumen. There was a longitudinal rupture 14mm in length from the distal taper to the proximal shoulder of the balloon. The proximal end of the balloon was wrinkled. Because negative pressure could not be applied to the balloon catheter due to the rupture, the balloon appeared partially inflated. There were several scratches on the distal portion of the balloon beside the rupture. Quality engineering reviewed the incident information and analysis of the returned device. The reported deflation difficulties were likely due to a balloon rupture. The rupture appears to have been initiated from the outside of the balloon, with scratches observed in the vicinity. The material was likely weakened by the scratches, leading to the rupture under pressurization. Damage of this type can result from and interaction with patient anatomy and/or interaction with accessories (rhv, gc). The lot history record was reviewed and no non-conformances were found which could have contributed to the reported complaint. This MDR is considered closed by the qa dept.